Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer-reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted bariatric revision procedure, the 30 degree endoscope plus would not flip completely over. The endoscope rotated only half way and the horizon was reportedly off. Additionally, the instrument alarm lights were amber. The surgeon decided to switch to a different endoscope to complete procedure. The procedure was completed robotically as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the 30 degree endoscope plus and performed failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located near the integrated connector of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion the spring fingers. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The root cause for the cable connector discoloration is typically attributed to component failure, such as material degradation.

Event description:
Refer to h11 for follow-up information.